Event description:
The company was made aware that the pt's device was explanted during a surgery to remove a cholesteatoma. During the surgery the cholesteatoma was removed, outflow of the cerebrospinal fluid was controlled and corrected, then the device was explanted.